Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure at 166,630 joules of use, it was noted that the "aiming beam fires straight out of fiber". The fiber was exchanged and the procedure was completed with the second fiber at 136,881 joules of use. The tips of both fibers were cleaned during the procedure. Patient outcome: "no injury".